Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow alarms were observed. There was concern with questionable obstruction on inflow cannula via echocardiogram. On (B)(6) 2018, the patient was having respiratory distress with pulmonary edema which was resolved now with lasix infusion. The patient was diuresing well. The patient had a swan ganz in place, central venous pressure (cvp) of 7 mm h2o, pulmonary artery pressure (pap) 40s/10s mm hg. No additional information was provided.

Event description:
It was later reported that the patient's aortic valve (av) was still open at 11000 rpm during a ramp study. CT angiography (cta) could not be performed due to elevated creatinine. Persantine and asa were stopped and the patient is being monitored.

Manufacturer narrative:
The report of a questionable obstruction on inflow cannula via echo could not be confirmed through this evaluation. Review of the submitted system controller log file confirmed the report of low flow hazard alarms and pi events; however, a specific cause for these findings could not conclusively be determined. Thrombus and respiratory failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.